Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had loose drive support cap. The blood glucose was unknown at the time of the incident. Customer stated that, the display was currently blank. Customer stated her pump was normal and was working correctly. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement and self test. No loose drive support cap anomaly noted.